Event description:
It was reported that the pt is having a number of health issues and they needed mris of his head and since he wasn't receiving anything from it, it was removed. The clinic states the patient's health issues are non related to the device. The pt was explanted in 2008.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.